Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered serious bodily injuries, including but not limited to extreme pain, erosion, dyspareunia, add'l surgery and other injuries. (Pt was implanted with ams pelvic mesh product, specifically a sparc device (B)(6) 2004. No info on date of explant. However, the pt was then implanted with obtape (B)(6) 2004.) No other info is available.